Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced hypoglycemia event and the patient went to emergency room and got hospitalized on (B)(6) 2025.the patient was unconscious and passed out.the blood glucose level was 75 mg/dl at the time of event and the patient got treated with : long-acting insulin glucose drip other than insulin. The duration of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.